Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a plunger sensor failure. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Device evaluated, visual inspection performed and found plunger head filled with fluid ingression. Fluid ingression in top and bottom cases, main board and interconnect board. Plunger sensor failure was found in the event history log. Unable to duplicate 'plunger sensor failure', however the plunger head was filled with fluid ingression. Plunger head filled with fluid ingression causing intermittent errors. Customer damaged. Unable to duplicate 'plunger sensor failure', however the plunger head was filled with fluid ingression as a result of customer damage. The pump was beyond economical repair. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.